Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported to a manufacturer representative (rep) by a healthcare physician (hcp) that all impedance >4000 ohms. The rep who had called technical services reported that the hcp had told them in a message that they were getting high impedances and thus the hcp was conferenced in on the call with the rep. The hcp on the call indicated no sensory sensation while increasing the amplitude and that all impedances >4000 ohms. It was reported that the patient was getting good therapy and it was indicated there was some loss of therapy in the past month (reduced therapy benefit ¿ retention) or only partially working. It was noted that no falls or trauma were reported. The hcp indicated surgical revision/replacement and noted that they would x-ray and test the lead intra-operatively. It was noted that this had been occurring since (B)(6) 2019. It was noted by the hcp that the patient had lost their patient programmer however they would wait until after the surgical revision. There were no further complications reported.